Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2011. At the completion of the initial procedure the patient had a persistent type 2 endoleak. The physician elected to monitor the patient. On a recent follow up a scan showed the patient had a type 1b endoleak from the right common iliac artery and right iliac aneurysm sac growth. On (B)(6) 2016 the physician elected to implant a limb stent graft to seal the leak, the physician also coiled the right internal iliac artery. The patient is stable.